Manufacturer narrative:
It is unknown when device broke. Device is an instrument and is not implanted/explanted. There was no procedure involvement. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine preventative maintenance procedure, the following issues were identified: five (5) depth gauge for small screws had a bent needle; one (1) reduction forceps with jaw-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a broken tip; one (1) reduction forceps with points broad-ratchet had a weak grip; one (1) reduction forceps with points narrow-ratchet had a broken tip; one (1) reduction forceps with points narrow-ratchet had a weak grip; one (1) application instrument for sternal zipfix had a broken tip. There was no patient or procedure involvement. This report is for a application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.501.080; lot: 8419417; manufacturing site: haegendorf; release to warehouse date: 18.jun.2013; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the device was initially returned to service and repair and evaluation at service and repair noted as the customer reported the tip of the device was broken. The repair technician reported the cutting lever was broken off and missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: the following investigations were performed: (broken): device condition: visual inspection performed at customer quality (cq) observed the cutting lever was broken at the forward lever portion.the broken fragments were not returned at customer quality. No new issues were identified on other portions of the device. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings of the returned instrument were reviewed and no design issues were identified. Dimensional analysis performed at the broken portion measured the thickness as 4.98 mm (ca-814) that falls within the specifications of 5 mm +/- 0.1 mm per inspection sheet and tolerance specified per inspection sheet. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. Material review on the given device was not able to be performed as the subcomponents of the given device are lot tracked. However, upon visual inspection of breakage and the fracture pattern under magnification no voids or material inconsistencies were observed. Therefore, it was able to be confirmed that the given complaint condition is most likely due to unintended excessive force on the device. Conclusion: while no definitive root cause could be determined, it is possible that unintended forces encountered by the device could have contributed to given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.